Event description:
It was reported that the patient experienced a stroke. Post pulsed field ablation (pfa) procedure, prior to patient discharged, the patient became aphasic in the evening of morning ablation and was admitted for stroke. An MRI was performed and confirmed the stroke findings. Additionally, no issues were observed during the procedure and the activated clot time (act) was below 300. The faradrive steerable sheath is not expected to return as it was disposed, therefore, the lot number is not available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem, g2 report source, h6 patient codes and impact codes. Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a stroke. Post pulsed field ablation (pfa) procedure, prior to patient discharged, the patient became aphasic in the evening of morning ablation and was admitted for stroke. An MRI was performed and confirmed the stroke findings. Additionally, no issues were observed during the procedure and the activated clot time (act) was below 300. The faradrive steerable sheath is not expected to return as it was disposed, therefore, the lot number is not available. It was further reported that the patient was admitted to the same hospital where the procedure took place the following day after the ablation, presenting symptoms. The patient was treated with anticoagulants (eliquis) and discharged two days later. An MRI revealed two small ischemic areas. According to the physician, the patient made a near-full speech recovery. The patient, who was part of the disrupt study, has been discharged. Intracardiac echo was used throughout the procedure to verify contact, and the patient was intubated during the procedure. The patients pre-procedure chads-vasc score was 4. A total of 86 applications were administered in the pulmonary vein isolation (pvi) and posterior wall isolation (pwi). The procedure was performed on an uninterrupted anticoagulation regimen.